Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and intermittencies. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. On 09/18/06, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. The pt's ci device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.